Event description:
It was reported that a right ventricular (rv) lead revision took place due to high pacing impedance. A chest x-ray was performed. The rv lead was capped on (B)(6) 2026 and new lead was implanted. The patient was stable.